Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline did not have full wall apposition or entire neck coverage at the distal pipeline in the follow up CT per corelab imaging. The site confirmed that wall apposition and neck coverage were not achieved due to aneurysm anatomy. The site also confirmed a device deficiency of mal-apposition due to aneurysm anatomy. A guidewire was used and balloon angioplasty was performed to improve wall apposition. The device did not fail to open. No symptoms were reported. There was incomplete neck coverage at the end of the procedure. The post-index procedure raymond & roy (r &r) occlusion classification on (B)(6) 2021 was class 2. The aneurysm was r&r class 2 at the 180-day dsa imaging on (B)(6) 2022. The site also reported r&r class 2 at the year 1 dsa imaging on (B)(6) 2023. Corelab imaging reported the r&r occlusion status was class 3 at the year 1 dsa imaging on (B)(6) 2023. Per the site, year 2 dsa imaging on (B)(6) 2024 showed r&r occlusion class 2. No symptoms or actions taken were reported in association with the non-occlusion.